Event description:
It was reported by the rep that the two tct75 were used during an unknown procedure. It was reported that the stapler jammed and would not fire. The case was completed with another device. There was no pt consequence.